Event description:
It was reported that the device that was located in the chest broke near the valve via medwatch mw5081074. A flexima apdl was used in a procedure in the right sided chest tube. The tube separated near the valve. The first time it occurred was on day two of usage (oct 20) and the device was not compromised as it was able to be put back together. On oct 22, it had to be removed due to an inability to keep the device intact. The issue was reported as serious as the device had to be replaced. Another procedure was required to re-instate the therapy. There were no patient complications reported.